Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be confirmed and the cause could not be determined. A supplemental report will be submitted if any additional information is received.

Event description:
It was reported that the home patient (hp) had a high drain 101 alarm on the homechoice (hc) during use, while the hp was connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp did a midday exchange and the fill volume was 2000 ml. The technical service representative (tsr) explained the initial drain alarm (ida) and the registered nurse (rn) was going to follow up with the peritoneal dialysis registered nurse (pdrn) in order to increase the ida. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.